Event description:
The pt received emergency room treatment for hypoglycemia.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specifications and delivery accuracy.